Event description:
Patient alleges a burn associated with the lumenis one treatment. This was approximately the sixth lumenis one ipl treatment ot the patient's face. After patient complained of increased discomfort, staff noticed the 640 nm filter was broken. Per customer, patient is a type ii in the areas where there is no prior acne or acne scarring. Per customer, the effective skin type is ii-iii due to acne scarring, so they have treated closer to the type iii presets.

Manufacturer narrative:
Per the customer, the root cause of the incident was use of a cracked 640 nm expert filter. The lumenis ce examined the device and confirmed that the 640 nm expert was cracked. The ce did not report any problems with the lumenis one system. Lumenis safety complaint investigator concurs that the root cause of the incident appears to be the use of the damaged filter. The lumenis one operator manual describes proper maintenance of the expert filters and recommends replacement of broken filters. Customer reported that following the incident, they have implemented a new protocol for maintenance of the consumable accessories by staff before and after the treatments.